Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized. Blood glucose value at the time of the admission was over 600 mg/dl. Customer declined to provide details on the hospitalization as they believe it was due to her illness and not related to the insulin pump.